Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead had high thresholds. The pace/sense portion of the lead was capped. The lead remains in use. No patient complications have been reported as a result of this event.